Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter kept giving the apply sample message. The medical affairs specialist (mas) called and spoke with the patient on the following day, and obtained additional information. The patient reported that the alleged issue first occurred on eight days prior to original date at around 8:45 pm. She informed the mas that she has had the meter for over a year, and the meter had functioned properly earlier that day. She tests her blood glucose twice a day and takes oral medication in the morning. She was asymptomatic when the issue began. The next morning(six days prior to original date), at 6:30 am, she again attempted to test, but received the apply sample prompt and took her oral diabetes medication. About 1 1/2 hour later, she went into a seizure (does not recall experiencing any symptoms prior to going into the seizure). The emergency services were called and her blood glucose level on their meter was 28 mg/dl. She was treated for her seizure and also placed on IV glucose. The patient was taken to the hospital, but not admitted there. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique for sample application was reviewed to be correct and the tests strip was drawing the sample into the test area. However, the issue was not resolved because the patient did not have the test strips to complete the troubleshooting. This complaint is being reported because the patient alleged that due to the reported issue, she was not able to test her blood glucose prior to becoming hypoglycemic. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.